Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a perclose device after an unspecified procedure. Reportedly, the perclose did not perform as intended. The groin was opened post procedure to do vessel repair. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the perclose device. A user facility medwatch report received with the following information: at completion of coronary angiogram/cardiac catheterization procedure, physician used perclose device to close the artery. No problems were noted. Patient developed symptoms and us (ultrasound) on (B)(6) 2014 showed some stenosis. Patient required repair of right common femoral artery- the suture had captured the posterior wall of the common femoral artery. Vein patch repair performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received: the cardiac catheterization procedure that preceded vessel closure was a diagnostic procedure. The proglide device was used with a 6f sheath. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.